Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and display an error after 45 minutes of use. Service representative found system would intermittently lock up and also not boot. No patient serious injury or death was reported related to this event.